Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged and detached @411,278 joules of use. It is not known whether the fiber broke off inside or outside the patient. The procedure was completed using a second fiber. Patient outcome is "well." There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are detached; the fiber and glass cap are broken proximal to fusion zone; the metal cap and distal portion of glass cap were returned; the metal cap exhibits severe char; the glass cap exhibits severe devitrification. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.